Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that they noticed hemoglobin and hematocrit mismatches and elevated platelet results that were generated using a cell-dyn 3200 sl analyzer and reported out of the lab. Initial results; hgb=8.7 g/dl, hct=33.8% and plt=200 k/ul. Repeat results; hgb=11.5 g/dl, hct=37.2% and plt=128 k/ul. The physican was notified with corrected results with no impact to pt management reported. No pt info was provided with regard to age, gender or weight. Service was dispatched to the site to troubleshoot the issue.